Manufacturer narrative:
Clinical assessment was completed based on the received medical imaging. Medical records were requested and denied. The reported intraoperative type 1a endoleak was confirmed. The intraoperative type 1a is most likely user related the suboptimal positioning of the sealing rings. The procedure related harms for this complaint could not be determined. The final patient status was not reported. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name - updated h6: patient code - remove 3191 h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. A type ia endoleak was detected during the initial implant procedure due to bad apposition of the sealing ring. There have been no additional patient sequelae reported.